Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: the complaint of a cracked display could not be confirmed or duplicated on investigation. The pump powered on to a clear, legible display with no visible damage. Unrelated to the complaint, the pump emitted a call service 069 alarm at power up. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additionally, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked and could not be safely read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.